Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead presented to the hospital after receiving inappropriate shocks from the device. Upon interrogation, a code 1005 was observed, which indicated an open circuit condition was detected during shock delivery. Inappropriate anti-tachycardia pacing (atp) therapy was also noted, due to oversensing of noise on the rv channel. The pacing impedance was high, out-of-range at greater than 3000 ohms, with loss of capture and diminished r-wave amplitudes also reported. The patient was hospitalized, and a surgery was planned to replace the device and lead. No additional adverse patient effects were reported. It was later reported that the device was explanted and replaced, and a new rv lead was implanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted tool marks, likely related to the explant procedure, and anodization. The seal plugs were intact and the setscrews turned normally. The battery status was at elective replacement indicator (eri), which was set post-explant. Detailed analysis of the battery voltage measurements found a cell depletion pattern that was similar to other devices that experienced multiple high voltage charges and shock delivery in a short period of time. The cumulative charge time for this device was 40 minutes and 39 seconds, and the device had 272 shocks delivered and 317 shocks diverted. A review of the recorded episodes and electrograms noted noise on the rv lead that was consistent with a damaged lead. Other evidence suggesting a damaged rv lead included the reported high, out-of-range pacing impedance measurements of greater than 3000 ohms, loss of capture, and diminished r-wave amplitudes. A series of electrical tests was performed and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; the returned device met all specifications during laboratory testing. The reported noise, oversensing, out of range impedance, inappropriate therapy delivery, and the code 1005 indicating an open circuit condition were consistent with a damaged rv lead; the rv lead associated with this device was a non-boston scientific product.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead presented to the hospital after receiving inappropriate shocks from the device. Upon interrogation, a code 1005 was observed, which indicated an open circuit condition was detected during shock delivery. Inappropriate anti-tachycardia pacing (atp) therapy was also noted, due to oversensing of noise on the rv channel. The pacing impedance was high, out-of-range at greater than 3000 ohms, with loss of capture and diminished r-wave amplitudes also reported. The patient was hospitalized, and a surgery was planned to replace the device and lead. No additional adverse patient effects were reported. It was later reported that the device was explanted and replaced, and a new rv lead was implanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.